Manufacturer narrative:
On 10/29/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it appeared intact. Leak testing was performed and it revealed three tears in the posterior view, measuring approximately less than 0.1 cm all of the tears. Microscopic examination was performed in the edges of the three ruptures and revealed parallel striations in all tears. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate plus profile 425cc, catalog # 3502425, lot # 7619385, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 425cc breast implant and experienced deflation on the right side post-operatively. The deflation was confirmed by the physician. As a result, the patient underwent bilateral device removal and replacement with 500cc mentor memorygel breast implants, catalog number 3505001bc on (B)(6) 2019.